Event description:
It was reported that a revision tka was performed due to the patient was experiencing patella pain. During the revision surgery, the surgeon resurfaced the patella. The tibia insert was in perfect conditions and there was no need to revised it. No other complications were reported. The outcome of the patient is unknown.

Manufacturer narrative:
Internal reference number: (B)(4).

Manufacturer narrative:
It was reported that a revision of a total knee arthroplasty was performed due to the patient was experiencing patella pain. During the revision surgery, the surgeon resurfaced the patella. The tibia insert was in perfect conditions and there was no need to revise it. The device, intended for use in treatment, was not returned for investigation. The complained product as well as the batch number is unknown. A review of the product history could therefore not be performed. A review of the device labelling revealed that the instructions for use (lit. No. 12.24 ed. 07-10) states known possible risk factors and side effects (such as pain) in combination with the implantation of a knee prosthesis. To date, the requested surgical records and x-rays have not been provided, therefore, a thorough medical assessment cannot be rendered. The patient impact and clinical root cause of the patella pain and revision cannot be determined. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. No further assessment is warranted at this time. Based on the available information, the reported failure mode a relationship between the reported event and the device cannot be confirmed. No probable cause can be determined. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. No further actions have been initiated. If the reported device or additional information become available, this investigation will be reopened. This investigation is considered closed.